Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of catheter partially detached at guide wire port. Investigation result: a wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully mounted on the device. The guidewire access ports of the inner and outer sheath were broken. It was noted that the shipping mandrel was not returned. The inner area of the compressed lumen was twisted which could prevent the guidewire from tracking through the device and exiting the access port. It was possible to pass a 0.35¿ guidewire through the detached distal end of the device, confirming that there was no physical obstruction within the inner shaft. It was possible to manually deploy the device. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The noted damage to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was used during a stent placement performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire access port was obstructed. The physician was not able to advance the stent over the guide wire. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner and outer sheath were broken at the guidewire access port.